Event description:
It was reported that unspecified bd infusion set had flow issues: the following information was received by the initial reporter with the following verbatim: it was reported by the customer that there seems to be many issues when running pitocin, it seems to be a pressure issue, at lower rates if there are any minor kicks, or even slight curves in the tubing, it doesn¿t run, but d/t the slow rate, it takes a while to alarm. Problem: once cleared & start to actually reach the pt at a much higher rate, it can cause potential harm. Example: they took over a pt & pitocin at 10mu w report that IV pump has been alarming all evening, staff changed tubing, changed pump etc. & it still alarmed every once in a while, (remember at such low rates, it will take ~10min or more to alarm). They undid every bend in tubing, & straightened it completely & it started to flow, & within 15min pt was contracting q 2m & therefore I decreased rate to 4mu. I did a quick search & sound some FDA recalls on alaris IV pumps. Not sure if you can investigate further & alert the staff to this issue.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.